Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: 1)package lot number of the clips? Unknown. 2) what suture type was used? Unknown. 3) what suture size was used? Unknown. 4) when the even occurred, was the suture placed near the hinge of the clip? Unknown details. 5) were you able to lock the clip closed on the suture? Unknown details. If yes after it closed, was the clip holding securely fixed on the suture? 6) was the applier checked for damage (jaws straight and aligned)? Unknown. 7) what was the surgical procedure involved? Unknown. 8) was this a robotic procedure? Unknown. 9) if clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? Unknown details. 10) event date? Unknown. 11) procedure name and date? Unknown. 12) device return status/follow up? We regularly contact with sale rep about the device returning. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown procedure, on an unknown date a clip could not be loaded into the applier. Another cartridge was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.